Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4) the customer returned one opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic analysis revealed no obvious kinking or bending on the guide wire. The distal weld was present and appeared full and spherical. A bubble within the supplied guide wire hub component (a-04020-015a) was additionally noted, which likely contributed to the resistance experienced by the customer. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was advanced into the needle and slight resistance was encountered at the proximal opening of the needle cannula. Once inserted, the guide wire met minor resistance but was able to pass entirely through the cannula. A device history record review was performed, and no relevant findings were identified. The report of a kinked arterial guide wire could not be confirmed through complaint investigation of the returned sample. Visual analysis revealed that a 'bubble' had formed inside the supplied guide wire hub component (a-04020-015a). This bubbling created resistance between the guide wire and the proximal opening of the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received, and feedback from manufacturing, the root cause is supplier related. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.